Event description:
Pt had device implanted on (B)(6) 2009. Pt had regular follow-ups. Device sent wireless alert on (B)(6) 2012 indicating recommended replacement time. Pt scheduled for generator change on (B)(6) 2012 and device presented end of life.